Event description:
The ge oec 9900 fluoroscopy system was reported to not boot and intermittent vertical lift column function.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the issue. The service engineer found the control key in the wrong position (standby position which disables the lift). As an added precaution, the system interface board was re-seated. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would notprovide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.